Manufacturer narrative:
Correction: (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient was in the office at 3pm the day of this report to have the pump turned off. The manufacturer representative would be coming in to assist with programming. The hcp resent a fax with signed authorization. The pump off code was given. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving saline at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain, chronic low back pain and radicular pain syndrome (radiculopathies). It was reported that alarms were heard but no 8840 (clinician programmer) was available. The reporter was requesting the pump off form so they could turn the patient's pump off. It was reported that the hcp did not have much information available about the patient. It was reported that the patient had not gotten/never got good pain control from the device and that the pump was not working for the patient, but did not have any drug information available. The hcp did not know when this first started. The hcp also reported that the patient's pump would alarm when the pump needed to be refilled. She reported that the device recently started alarming and the (B)(6) nurse reported that the pump had 3-4 months until the pump would reach end of life. The hcp did not have specific alarms or data available. It was reported that the pump was filled with saline at the time of this report and had not been used for some time. It was reported that the (B)(6) nurse called the office to get approval to turn the pump off, and the primary caller was calling to complete that request. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.